Event description:
I had saline breast implants placed in (B)(6) 2004. In (B)(6) 2009 my right implant ruptured and had to be replaced. I went back to my surgeon dr (B)(6) to replace implant. He advised me to replace the implants with silicone based implants as he said they are more durable and very safe. I took his advice and switched to silicone. Around 2013, my health began to change. I started out with night sweats and went to the doctor to test my hormones. Everything came back ok. I then began having pains in my knee. I was referred to an orthopedic surgeon. He did an MRI and administered a cortisone shot. I have developed shingles, right side of my face would go numb, inflammatory pain in my neck, random skin rashes on my face, dry eyes, missed periods, heart palpitations, low in progesterone, chronic fatigue, ibs, pain in my right breast, joint pain, pain in my muscles, psoriasis, dry scalp, migraines, and numbness ion my toes. I have had multiple blood test, MRI's, x-ray, and ultrasounds. I have been referred to gastroenterologist, immunotherapist, gynecologists, ophthalmologist, dermatologists, cardiologist, and orthopedic doctors. Pain in my breast has been referred for ultrasound and MRI which came back fine. FDA safety report ID # (B)(4).